Manufacturer narrative:
A cardiomems i3 patient electronic unit was received for evaluation. Visual inspection of unit revealed damage to the pcb board. The power supply and power cord were free of electrical or physical damage. Based on the visual inspection the cause of the reported incident is physical damage to pcb component. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
This report is to advise of an event observed during analysis confirming thermal damage to the patient electronic system printed circuit board.